Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed to open. A field service engineer confirmed that the wire harness and cable were in good condition and traced the fault to the latch assembly. The mini switches inside the latch were not registering properly, preventing the door from completing its cycle. Replaced the mini switches, which resolved the issue, and successfully verified door operation through hardware test application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed. The customer tried cleaning, moving objects out of the way, re-booting, appeared to be a latch issue. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.